Event description:
Procedure: adrenalectomy. Reportedly, after activating the device the jaw locked down on tissue and would not release. The handle remained in the closed position and would not release. To mitigate the situation the surgeon used a similar instrument to cut additional tissue from around the jaw in order to remove the device. The patient experienced tissue/specimen loss. No additional adverse affects reported.